Event description:
It was reported, the patient saw the ¿call your doctor¿ icon with a power on reset (por) condition. Starting three days prior to the message, the patient was constantly going to the bathroom. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v712899, implanted: 2011 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).